Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 40 mg/dl. To treat the low bg level, the customer consumed glucose tablets and carbohydrates. Reportedly, the customer was unsure of the cause of the low bg, but suspected it to be unrelated to the pump, cartridge, or infusion set. Recommendation was made to consult with health care provider regarding diabetes management.